Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that insulin pump had unexpected restart alarm. Customer¿s blood glucose was unknown. Customer was able to clear the alarm and able to complete rewind. It was also reported that the after troubleshooting customer received another pump alarm after a battery change. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit alarmed a21 after battery change and resets time or date to factory default due to voltage leak at interface board.